Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:20:42. During night drain cycle five, the patient's ultrafiltration reading was 1498ml, indicating the home patient (hp) drained 1498ml more than their maximum programmed fill volume of 1800ml. No additional information is available.